Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event cannot be confirmed based on the information provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was identified by the review of radiographs that the glenoid peg appears to be positioned superior to the articulation of the glenohumeral joint, and consolation of findings suggests it is no longer integrated with the bony glenoid. No comment can be made regarding the post. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03103.

Event description:
It was reported that patient underwent right total shoulder arthroplasty on an unknown date and subsequently was revised due to the glenoid pegs and post shearing off. All parts were removed and replaced. No additional patient consequences were reported.